Event description:
Found during inspection. According to the reporter, a connector pin on standard paddles set for the device is bent and broken.

Manufacturer narrative:
Physio-control supplied part info to customer for repair.